Event description:
During a va two column distal radius plate procedure, upon insertion of one of the distal va screws and the surgeon noticed that a small piece of the va screw had sheared off. The surgeon was able to see the sheared off pieces due via microscopic glasses. The shard was removed with forceps. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.